Event description:
It was reported that the right ventricular (rv) lead exhibited abnormal pacing impedance. The lead was replaced. The status of the lead is unknown. No patient complications have been reported as a result of this event.